Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 351mg/dl. Troubleshooting was performed and the displacement test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Constant motor error alarm noted during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No alarm noted.